Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 404 mg/dl at the time of incident. Customer stated after doing manual bolus blood glucose was going high up to 459 mg/dl. Customer experienced symptom such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they were using auto mode. The customer was treated with manual bolus for high blood glucose. Customer reported they did contact their nurse regarding the high blood glucose. Customer performed self-test and displacement test and it was passed. Customer performed high pressure test and it was failed. The device will be returned for analysis.